Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with proximal humeral internal locking system (philos) plate and screws on (B)(6) 2013. Approximately 3 months post op, approximately (B)(6) 2013, without trauma, patient presents with plate breakage. Product was removed on (B)(6) 2013. This complaint is on an unknown locking screw. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Corrected data: upon further review of the complaint, it was determined the complaint is not reportable. There is no indication is that this product is responsible for, or could be related to the incident. Synthes is retracting medwatch report # 8030965-2013-05220.

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on 8 unknown locking screws, part and lot numbers are unknown. The device was returned and the investigation is ongoing.